Event description:
It was reported that a nurse's aide was using a lifter, when a wheel came off. Client caught patient to keep them from falling, and seriously injured her back. Infromation given by attorney was very vague and it is almost impossible to determine that this is the co's product. Hoyer lifter is used as a generic name for lifters in the health care industry.